Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes. The first sam episode was due to atrial fibrillation, while the second was during a surgical procedure and this was clear electrocautery noise triggering the sam event. This resulted in the minute ventilation (mv) feature being automatically disabled. Bringing the patient to the clinic to re-enable mv was recommended. This pacemaker remains in service.